Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The analyst commented that there was no damage or anomalies in the lead.

Event description:
It was reported that during the attempt to advance the right ventricular (rv) lead the lead was unable to pass through the sheath and into the vein. The rv lead was withdrawn and another lead was used to complete the procedure. After withdrawal of the rv lead, it was noted that the insulation was bulged out at the proximal end of the coil. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.